Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. An x-ray was obtained with the initial reporting. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The x-ray provided shows possible liner rotation or migration. Migration of the femoral head within the liner/cup construct which can be indicative of poly material wear. The complaint is confirmed based on this evidence. Poly material wear after approximately 16 years implanted would not be unreasonable to expect. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.